Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. H6: corrected health effect, component, and investigation clinical codes.

Event description:
It was reported via legal documentation that a patient had a left total knee arthroplasty on (B)(6) 2018, and then experienced a revision surgical procedure on (B)(6) 2023, approximately 5 years after initial implant. There was no other patient/medical information provided. No x-rays or images were provided. The device will not be returned. There is no other information available.

Manufacturer narrative:
H10. D10. Concomitants - product information: 5108155 02-020-11-0250 - truliant ps cem fem ps cem left sz 5; 5337980 02-022-45-5050 - truliant tib fit tray cem sz 5f / 5t; 3722525 200-02-38 - three peg patella 38mm; 5496940 201-78-81 - 3" trocar, mod. Hex 2pk; 5558008 201-78-81 - 3" trocar, mod. Hex 2pk. Pending investigation. There is no other information available.